Event description:
The rptr stated that they did back to back consecutive blood glucose tests; timing and use of finger sticks not given. Rptr's results were 87, 130 and 240 mg/dl. Rptr did not have any symptoms. No harm was alleged. Followup attempts to contact the rptr for add'l info have not been successful.